Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was advised on how to attempt to resolve the issue, but the difficulties persisted. The customer continued to use the pump for insulin delivery.